Event description:
New information received notes that the asymptomatic patient presented in clinic for a subsequent follow up. Device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made. The device remains implanted.

Event description:
New information received notes that when an asymptomatic patient presented in clinic for a subsequent follow up, post-paced t-wave oversensing on the ventricular channel was observed again. Further programming changes were made.

Event description:
It was reported the during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Device was reprogrammed. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.